Manufacturer narrative:
The information provided by the reporter indicates that the patient came out of pdc implantation complaining of numbness and tingling in their right arm. The surgeon performed MRI imaging which indicated there was no cord compression. Positioning of the pdc devices was perfect according to the reporter. The surgeon decided to replace the pdc implants with unknown peek cages and anterior plate. The patient has had no complaints after revision to an acdf. The cause of the patient's neurological complications is unknown. This information led to a determination that the intervention may have precluded serious injury. DHR review did not find any anomalies in manufacturing that may have caused or contributed. Review of previous complaints determined the rate of complaints is within allowable limits based on the risk assessment. The risk assessment identified 5 associated hazards based on the patient's reported harm. There was no indication of new risks or higher than expected rates. The rate of complaints was determined to be acceptable since it is the lowest possible category of improbable. No device evaluation was performed as the devices were not returned for evaluation.

Event description:
A patient received a 2-level prodisc c implantation on (B)(6) 2020 at c4/5 and c5/6. When the patient woke from surgery, he was experiencing numbness and tingling in the right arm. The surgeon took MRI imaging which indicated the pdc devices were not causing spinal cord compression. The surgeon then elected to explant the prodisc c implants and replace them with unknown peek cages and an unknown anterior plate. The patient has made no further complaints after revision to acdf.